Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use in the inspection prior to use section, states that prior to using this device, carefully remove the system from the dispenser and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Inspection of the stent in this case would have identified the stent dislodgement prior to inserting into the patient; however, does not appear to have contribute to the reported stent dislodgement as it was possibly due to handling during sheath removal.

Event description:
It was reported that the 3.0 x 18 mm rx multilink 8 stent delivery system (sds) was advanced to the unknown lesion, without resistance, and the stent was thought to be deployed successfully; however, on angiography no stent could be seen deployed in the lesion, or seen anywhere in the patient anatomy. There was no resistance felt during retraction of the sds from the patient. It was thought that the stent implant may not have been crimped on the balloon, or may have dislodged inside the protective sheath when the protective sheath was removed; however, this cannot be confirmed as the protective sheath was discarded. There was no resistance reported during removal of the protective sheath from the balloon. A non-abbott stent was deployed successfully. There was no reported adverse patient effect or clinically significant delay in the procedure due to the device issue. No additional information was provided.